Event description:
Customer reported a failure of depleted battery. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
Eval was completed and the customer's reported condition of the failure depleted battery was confirmed. The device was repaired at the facility by a baxter rep. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.